Event description:
During a follow up visit, approximately six weeks post-op, it was identified that a locking cap on a single level quantum system had come detached from the yoke on the screw. Pt is asymptomatic and surgeon is not planning on reoperation due to the lack of risk to the pt.